Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The customer cleaned the ise unit, recalibrated, changed reagents, and changed the sipper nozzle. The field service engineer found the sipper needed to be cleaned. He cleaned the sipper and checked all the baseline of the instrument which all looked good. He ran an ise check, precision, and correlation and all results were acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit for patient samples and qc material. The samples were repeated on a different cobas pro ise analytical unit as the doctor questioned the initial results as being too high compared to the patient's previous history. On (B)(6) 2024, patient 1 initial sodium result was 150 mmol/l and the repeat result was 140 mmol/l. On (B)(6) 2024, patient 2 initial sodium result was 154 mmol/l and the repeat result was 145 mmol/l. The repeat results were believed to be correct.